Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000167, serial/lot #: (B)(4), device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that interconnect cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The umbilical cable was returned to the manufacturer for analysis. Analysis found that the cable failed a continuity test. Visual in spection confirmed the connector p1-d contact p1-d1 was damaged. The pin was pushed in and not secured for connection as the pin was loose. Analysis found that the reported event was related to a electrical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image acquisition system (ias) was not booting up, as the top bar was scrolling and a red "x" was displayed on the next two bars.  Troubleshooting steps were performed, which showed that there was an issue with the umbilical cable.  The site tried to connect to the remote desktop but it was not possible.  It was noted that the probable cause was suspected to be due to the computer or power enclosure, and the umbilical cable was to be replaced.  No patient was present when the issue was identified.